Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and replaced five (5) plunger clamps and five (5) tip clamps in the reported problem area of the pipette assembly. The secondary rack, k3, was recalibrated. The instrument was inspected, tested without further problem, and returned to svc.